Event description:
It was reported that the device was broken. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: device expiration date: 21-jun-2026 h4: device manufacturing date: 08-jul-2021

Event description:
Additional information received via email from customer on (B)(6) 2023 and attached in complaint object: lot number provided (4153886) and psr question answered: event occured while in preparation for procedure.

Manufacturer narrative:
Additional information is provided in d.10., h.2., h.3., and h.6. Device evaluation: one device was returned for analysis in used condition. Additionally nine pictures were received and evaluated. Review of the pictures showed that the tube was broken on the device. Visual inspection of the returned device showed that the device was cut. The reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in section g1, please direct those to the following: regulatory.responses@icumed.com., corrected data: d10.